Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to a faulty force sensor resistor (gold). The motor passed the motor test. The pump had a minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 213 mg/dl at the time of the incident. Customer stated that the pump was giving a motor error alarm during priming. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.